Event description:
Dentist reported that a male patient approximately (B)(6) years of age required tooth extraction. The tooth had a crown made from lava ultimate cad/cam restorative for cerec that was placed sometime in (B)(6) 2014. Recently, the crown debonded (specific date not provided to 3m) and decay sufficiently extensive to prohibit removal and restoration of the tooth was identified. An extraction of the tooth is scheduled for (B)(6) and subsequent placement of an implant is planned. Prior to placement of the lava ultimate crown, this tooth was reported as having a large restoration with decay beneath it. Based on the available information, it is not known what role, if any, the use of lava ultimate as the crown material had in this case; other factors, such as the prior history of the tooth may have played a role in the noted outcome.